Event description:
The patient was last seen in their clinic in 6/2002 for a routine appointment. The patient expired the following month.

Event description:
Additional information from the hcp reported circumstances of death as pneumonia and sepsis. The patient had been treated with antibiotics for this. The patient had underlying medical conditions of seizure, disorder, respiratory or airway problems, spinal fusion and hip surgery. The hcp reported the patient's death was not device related.